Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a misalignment between the programmer's ventricular sense/pace markers, and the surface electrocardiogram (ECG) qrs complex. It was noted that the markers fell approximately 200 milliseconds before the actual r-wave on the surface ECG. The programmer remains in use. No patient complications have been reported as a result of this event.